Event description:
The customer reported to olympus that during maintenance, the front panel switches were not working, and the image was intermittent and flickering on the video system center. There was no patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty receptacle unit and corrosion on the contact pins of the receptacle unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty receptacle unit and corroded receptacle unit pins could not be identified. Olympus will continue to monitor field performance for this device.